Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and distal conductor was flexed. It was noted that the proximal conductor was also flexed. The analyst could not electrically test continuity of distal coil due to lead removal wire. Performed destructive analysis and visual inspection of distal coil. Fracture was observed.

Event description:
It was reported that there was a lead failure on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).